Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue it was reported that during preparation of an xtw clip (21205r1061), the grippers were not lowering evenly. Troubleshooting was performed, but the issues was unable to be resolved. Therefore, the clip was replaced with another xtw clip (21205r1059). However, the same issue occurred. Due to the same issue occurring, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.